Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found following. - the glue of the bending section rubber was peeled off. The facility had been manually reprocessed the device using peracetic acid. There were some missing steps in the management of endoscopes, in particular concerning the precleaning. The ofr hospital hygiene trainer performed a training at the facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (2 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -distal end: unspecified microbes (74 cfu/endoscope) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.